Event description:
Caller reported that there was a malfunction with the pump, displaying malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue without recurrence. Customer was advised to contact technical support if the malfunction reoccurs, and they acknowledged the instructions.